Event description:
It was reported that caller experienced display problem where parts of pump screen were not visible and lines appeared across middle of screen, which affected ability to read and interact with pump. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.